Manufacturer narrative:
The gore® cardioform asd occluder instructions for use states: adverse events associated with the use of the occluder may include but are not limited to: thrombosis or thromboembolic event resulting in clinical sequelae. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2023, the patient underwent treatment to close an atrial septal defect using a 32mm gore® cardioform asd occluder. On (B)(6) 2023, d-dimer was 1.1. On (B)(6) 2023, before discharge from the hospital, a transthoracic echocardiography observed there was 8 ¿ 9 mm thrombus on the right atrium disc of the occluder. It was reported d-dimer was 4.7. The patient had no fever and was asymptomatic. A medication was given to treat the thrombus. The patient was already taking the aspirin after the initial procedure and the clopidogrel was added from (B)(6) 2023. And the hospital stay is extended 3 days. On (B)(6) 2023, tee revealed that the thrombus was disappeared. Om (B)(6) 2023, no thrombus was confirmed. On (B)(6) 2023, the patient discharged from the hospital.